Event description:
It was reported by the patient that approximately five days post implant they experienced a heart rate at thirty beats per minute. The patient stated that the pacing lead became "loose" and that they felt they were having a 'heart attack', but noted that the sensation was actually due to the pacing lead becoming "loose". The patient noted that the medtronic representative did a report that showed the pacing lead started 'going funny' five or six days post-implant. The patient underwent a procedure and the pacing lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.